Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which resulted in the cardiac resynchronization therapy defibrillator (crt-d) pacing at a rate that was lower than the programmed lower rate. It was noted that the patient experienced dizziness and shortness of breath. The crt-d and the rv lead remain in use. No further patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead also exhibited oversensing with double counting. The rv lead and the crt-d were explanted and replaced. When the replacement rv lead was being placed, it was noted that the lead helix would not retract or extend. The lead was removed and another rv lead was implanted successfully.